Event description:
--

Event description:
Boston scientific received information that during a routine follow up visit, this pacemaker exhibited high thresholds and a loss of capture for greater than two seconds. The patient is pacer dependant however, no adverse patient effects were reported. To date, this device remains in service. A revision procedure maybe performed in the near future to replace the competitor right ventricular (rv) lead.

Manufacturer narrative:
---

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.